Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had a lead warning, high impedance and loss of capture although only sensed far field r waves. The ra lead was capped and replaced. It was noted that the patient had fallen and landed on top of the device area. No patient complications have been reported as a result of this event.